Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier: unknown / not provided. A2: age at time of the event: unknown / not provided. A3: gender: unknown / not provided. A4: patient weight: unknown / not provided. G4: premarket identification PMA/510(k) #: k011028/k013227.

Event description:
It was reported that the implant was removed due to fracture.